Event description:
It was reported that the implant at tooth site #14 has a fractured screw that required replacement. The implant remains in situ.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. E1: first/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information and device evaluation. Correction: b1: report type was submitted incorrectly as an adverse event. The correct report type is a product problem. B2: outcome attributed to adverse event was submitted incorrectly as required intervention. No intervention was required. D6a: device implant date was originally submitted as june 1st, 2016. The correct device implant date is unknown. The following sections are being reported: b4: date of this report was updated. D6a: implant date was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 3331 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported device. Visual evaluation and a functional test were performed, the screw has signs of use. The screw was fractured at the threads. The threaded piece was not returned. A device history review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the device history review. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The screw was fractured at the threads. The threaded piece was not returned. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.